Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported from the pediatric ICU that the smartsite low sorbing extension tubing set separated at the filter once the clinician opened the package. A delay in therapy was reported as a result of having to get another extension set. This separation happened before use so there was no patient involvement.

Manufacturer narrative:
The customer's report that the tubing set separated at the filter was confirmed based on visual inspection . The breakage was at the outlet port of the 0.2 micron filter component. The filter port was broken off and was still within the end of the detached tubing. The customer provided a photo showing a filter extension set with a separation at the area between the filter outlet port and tubing. The set was within a set package (unable to determine if opened or unopened) model 20350e lot 19055152. Closer inspection noted the filter port was broken off and within the detached tubing end. The breakage was at the outlet port of the 0.2 micron filter component . The filter port was broken off and was still within the end of the detached tubing. Further inspection of the broken port areas observed whitish colored stress markings at the corresponding areas of breakage. This is likely evidence of excess force being applied. No other stress marking, obvious damage, or issue was observed on the rest of the set's components. No functional testing was able to be performed due to the obvious separation/damage. The device history record for model 20350e lot 19055152 shows the set was manufactured on 15may2019 with a total of 8,803 units. There were no quality notifications issued during the production build of this set. The root cause of the observed damaged filter outlet port was identified as supplier assembly, handling, and shipping processes in addition to a manufacturing assembly issue involving excess solvent application at the affected engagement.

Event description:
It was reported from the pediatric ICU that the smartsite low sorbing extension tubing set separated at the filter once the clinician opened the package. A delay in therapy was reported as a result of having to get another extension set. This separation happened before use so there was no patient involvement.